Event description:
While sterile compounding, one of our techs noted that a sterile syringe that he just opened had residue on the plunger side. While compounding in our hosp, we encountered a syringe that had residue on the plunger, almost causing contamination of a sterile product. I spoke to the tech involved to ensure that the residue did come from the original packaging and he stated that he was practicing sterile technique and noticed the residue when he opened the package in our closed hoods. This has been a single incident, but we will continue to monitor in case we have any other encounters. We do have the original syringe in case you would like for us to send it in.